Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device in room 117d2 did not alarm for respiration greater than 3 seconds on 16th august 2024 at 18:44. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A philips field service engineer (fse) retrieved device configuration files, log data and images. The investigation was escalated to a philips product support engineer (pse) for investigation. The pse concluded that the mx40 device does not have the required configuration for respiration measurement. The provided image of the mx40 (tel 24) shows that the device only has s02 (ECG+spo2) and j46 (short range radio) software options. For respiration (rr), the m02 software option is required. Since mx40 is not configured with m02 software option, respiration measurement is not possible and the respiration alarm cannot be generated. The reported problem was not confirmed. Information is being provided to the customer to resolve the issue.